Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing redness and drainage after the patient's trial implant procedure. As a result, the patient's incision site was aspirated, and treated with antibiotics, which addressed the issue.

Manufacturer narrative:
Corrected data: date of event was inadvertently entered incorrectly in initial report.